Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable was used. This was reported from an investigator regarding a subject who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced serious events of hyponatremia, ascites and non-serious event of chylous ascites and e coli urinary tract infection, after being treated with surgicel original (oxidized regenerated cellulose) due to mild bleeding at the station 8 lymph node (soft tissue) due to abdominal whipple procedure for pancreatic neuroendocrine tumor. On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025 the subject was randomized to surgicel original group with 1 surgicel original hemostat (2 in × 3 in) for mild bleeding at the station 8 lymph node (soft tissue) due to abdominal whipple procedure for pancreatic neuroendocrine tumor to achieve hemostasis. Hemostatic success was achieved within 3 minutes after application with manual compression. The product batch/lot number was not provided. On (B)(6) 2026, the subject was initially assessed for suspected moderate sepsis. Following diagnostic evaluation, sepsis was ruled out. Culture results were negative and no infectious source was identified. On (B)(6) 2026, the subject had experienced hyponatremia (moderate), secondary to postoperative decompensation of underlying cirrhosis and physiologic changes from postoperative period. On (B)(6) 2026, the subject had experienced ascites (severe) which was secondary to the patient¿s underlying cirrhosis (biopsy proven) with postoperative decompensation. Hypotension was secondary to volume loss and fluid shifts resulting from the development of ascites. The subject was presented to emergency room after two emesis episodes and increased abdominal distention. On (B)(6) 2026, the subject developed e coli urinary tract infection (moderate) and was treated with antibiotics. On (B)(6) 2026, the subject developed chylous ascites (moderate), secondary to the extensive lymph node dissection performed during the pancreatoduodenectomy for cancer. This event required hospital readmission and multiple procedures. On (B)(6) 2026, the subject had experienced post-operative abdominal pain (moderate) which was expected after surgery. Relevant diagnostic tests included culture results which were negative and ruled out sepsis. There was no infectious source identified. Biopsy which revealed cirrhosis. The subject had paracentesis for analysis of fluid for ascites and computerized tomography (CT) of abdomen/pelvis for diagnosis of ascites/ hyponatremia. Relevant treatment medications included intravenous (IV) fluids (normal saline) for hyponatremia, antibiotics for e coli urinary tract infection and paracentesis along with medications for ascites. The medications included zosyn, ciprofloxacin, torsemide and polyethylene glycol 3350. Action taken with surgicel original in response to events, hyponatremia, ascites, chylous ascites and e coli urinary tract infection was considered as not applicable (single use). The outcome of the event, chylous ascites was reported as recovering/resolving. The outcome of the events, hyponatremia and ascites were reported as recovered on (B)(6) 2026. Th outcome of the event, e coli urinary tract infection was reported as recovered/resolved on (B)(6) 2026. The reporter assessed the events hyponatremia as serious (hospitalization), chylous ascites as serious (medically significant), and as not related to surgicel original. The reporter assessed the event ascites as serious (hospitalization, and disability) and as not related to surgicel original. The reporter assessed the event, e coli urinary tract infection as non-serious and as not related to surgicel original. The company assessed the event, hyponatremia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. The company assessed the event ascites as serious (hospitalization, and disability) and as not related to and unexpected for treatment with surgicel original. The company assessed the event chylous ascites as serious (medically significant) and as not related to and unexpected for treatment with surgicel original. The company assessed the event, e coli urinary tract infection as non-serious and as not related to and unexpected for treatment with surgicel original. Follow up information was received on (B)(6) 2026 which included the following: events sepsis, exocrine pancreatic insufficiency and post-operative abdominal pain were deleted, current conditions, concomitant medications, seriousness of the event ascites, treatment medications, causality of the events were updated. This information has been incorporated into the narrative of the case. Case comments: the company assessed the events, hyponatremia and ascites as serious (medically significant), and the causality was not related to surgicel original. The company assessed the events, sepsis, exocrine pancreatic insufficiency, chylous ascites, e coli urinary tract infection and post-operative abdominal pain as non-serious and the causality was not related to surgicel original. Follow up received on 28-jan-2026, the company assessed the event, hyponatremia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. The company assessed the event ascites as serious (hospitalization and disability) and as not related to and unexpected for treatment with surgicel original. The company assessed the event chylous ascites as serious (medically significant) and as not related to and unexpected for treatment with surgicel original. The company assessed the event, e coli urinary tract infection as non-serious and as not related to and unexpected for treatment with surgicel original.